Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in-clinic for follow-up. Upon interrogation, the nurse noticed a gradual increase in pacing lead impedance. All other measurements were within range. There was no noise observed on the lead. The device was reprogrammed and the patient will be monitored normally.